Event description:
It was reported that the video system center exhibited b30 scope communication error, during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support. The customer power down the tower, verify the cabling between the clv-190 and the cv-190, and cleaned the scope connectors with 70% iso alcohol. Once all recommendations were completed the customer attempted to reconnect the scope, the error did not regenerate. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d10, g3, h2, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.